Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mild tortuous and moderately calcified vessel int the forearm. A 6.00 mm/2.0 cm/50 cm 2 cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 6 atmospheres for 6 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.